Manufacturer narrative:
The info contained herein is based on the info identified during a review of the maude database. The customer name and address were not rec'd from FDA, although requested. The maude entry indicates that the device is available; however, no contact info has been obtained from FDA, so a request for the sample cannot be made. Without the actual sample, a complete analysis cannot be conducted. The device history record was reviewed for the lot and all mfg operations were found to be within specification. A review of the lot history found no other complaints for the reported lot. I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (1303971, rev. B). Also, in the pt guideline insert, I-flow has provided catheter removal instructions to ensure safe removal (1305285, rev. D). It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
It was reported that the nurse was removing the catheter attached to pain pump from the right knee. The end of the catheter became lodged on/in under the prostheses in the knee and the end of the catheter snapped off. Approximate 3/4 -1 inch of the catheter remained inside the pt. The pt was seen by the doctor and was asymptomatic. At discharge, the pt was educated by the doctor and nurse to report any symptoms immediately. Dates of use: 2010. Diagnosis or reason for use: post surgery pain mgmt.